Manufacturer narrative:
Device evaluation: a device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. The device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition; all was intact. There was no evidence of the error recorded in the event history log (found no disposable messages in the event history log). The customer reported problem was verified. Running three accuracy tests, the pump was found to be overdelivering to the manufacturing specifications. It was recommended to have the expulsor replaced as corrective action to meet manufacturing specifications for accuracy. The root cause of the reported problem was unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that there was an issue of volume inaccuracy with the device. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: update not required, corrected data: b1: adverse event and/or product problem.